Event description:
Necrotizing pancreatitis to endo for egd (esophagogastroduodenoscopy). Pancreatic pseudocyst, axios stent deployed through cystogastromy. Following axios deployment it was noted on eus (endoscopic ultrasound) imaging the external flange had maldeployed outside the stomach into the peritoneal cavity. He was taken immediately to or(operating room) for removal peritoneal lavage repair of gastric perforation.